Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump passed dat test at 0.08835 inches. No under delivery anomalies noted. The motor was tested outside of device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering the correct insulin amount. The customer's blood glucose was unknown at the time of incident. The customer was unable to perform troubleshooting at the time of call. The insulin pump was returned for analysis.